Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4, g2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely occurred the probe was broken by the following mechanism: 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in step ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip 3) some load was applied to the probe and the probe broke. The event can be detected/prevented by following the instructions for use which state: "this product is intended for soft tissues. Do not output with the tip of the probe grasping hard tissues such as bone or calcified tissue, or metal clips, stapler needles, or other surgical equipment (e.g., uterine manipulators or forceps). Scratches on the tip of the probe, heat generated by friction between a hard substance and the tip of the probe can cause severe wear, deformation, tearing, or partial peeling of the tissue pad, and contact between the probe tip and the metal gripping area can cause the probe tip to break before an error message or warning sound is heard. The sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Never allow the probe tip to come into contact with or grip metal clips, stapler needles, or other stiff objects of surgical equipment (e.g., uterine manipulators). If the probe tip comes into contact with these hard objects without being noticed, the probe tip may be scratched due to ultrasonic vibration, causing damage or falling off. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity". Olympus will continue to monitor field performance for this device.

Event description:
Corrected information was provided regarding this event. The probe was broken during the cleaning process. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, the probe broke 13 millimeters (mm) from the tip. There were scratches around the broken part. The fracture started from the scratch. There were no scratches on the grip. The tissue pad was worn. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the sonicbeat tissue pad wore out and became unusable. There was no internal shedding. The issue occurred during the therapeutic laparoscopic cholecystectomy procedure was completed using a similar device. The device was inspected before use. There was no report of patient harm. This report is related to linked patient identifier: (B)(6).